Event description:
Philips received a complaint on the v60 ventilator indicating that the device was turning on and off. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that they were unable to use alternating current (ac) power after installing new battery. While troubleshooting the unit, the customer state that they were not getting 24 volts direct current (dc). While checking the ac volts going into the power, it showed 123 volts ac. After shaking the power cord, the customer was unable to get any ac voltage. The customer tried a different multimeter, and still received no ac voltage. The customer stated that they would check the power cord again and replace the ac inlet if needed. The rse provided the part information for the ac inlet to the customer. In a good faith effort (gfe) response from the customer biomedical engineer (bme)received on (B)(6), 2024, it was stated that the person who would have the patient information from the time of the event was out of office at the time of the gfe response. The bme stated that the only patient information provided to them was the last name evans. This investigation is ongoing.

Manufacturer narrative:
The customer informed the remote service engineer (rse) that they were unable to use alternating current (ac) power after installing new battery. While troubleshooting the unit, the customer state that they were not getting 24 volts direct current (dc). While checking the ac volts going into the power, it showed 123 volts ac. After shaking the power cord, the customer was unable to get any ac voltage. The customer tried a different multimeter, and still received no ac voltage. The customer stated that they would check the power cord again and replace the ac inlet if needed. The rse provided the part information for the ac inlet to the customer. In a good faith effort (gfe) response from the customer biomedical engineer (bme) received, it was stated that the person who would have the patient information from the time of the event was out of office at the time of the gfe response. The bme stated that the only patient information provided to them was the last name (B)(6). The customer replaced the power cord and the issue resolved. The customer confirmed that the device began to operate as expected. In a gfe response from the customer received, the patient information from the time of the event was provided. The investigation concludes that no further action is required at this time.